Manufacturer narrative:
The device was not returned, therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The complaint description indicates the pt had peripheral vascular disease with weak distal pulses prior to the procedure and the physician is not sure if the device caused the dissection or not. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of spec or caused the dissection. The root cause for the dissection, based on available info, is unk as it cannot be definitively determined.

Event description:
This was the physician's 5th case. Access was performed via the right cfa. The physician was unable to obtain second mark. After repositioning the device, he was able to pass the 0.018" wire and insert a 5 french sheath. A fluoroscopic image of the groin revealed a "small" dissection distal to the sheath and medial to the vessel, in the sfa (between the sheath and lower extremity). The physician accessed the left groin to repair the dissection and placed stents in the sfa and cfa. After the case, the physician indicated that he had been hesitant to access the groin on the right side initially as there were "weak but palpable" distal pulses detected prior to the case. The physician was not sure if the device caused the dissection or not. Pt condition stable. Pt was an inpatient and returned to her room following the procedure in stable condition.